Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30423012m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient (80kg) underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis (cardiac drainage). Post-procedure, fluid was found to be accumulating in the pericardium. Fluid was confirmed via the soundstar catheter. Patient¿s blood pressure was stable, and the patient was conscious. Pericardiocentesis was performed, the patient was moved to the intensive care unit (ICU) for monitoring. Physician¿s opinion regarding the cause of the event is that it was patient condition related and commented that it is not known if pericardial effusion was present prior to the ablation and stated its origin might have been caused by another disease. It is unknown if prolonged hospitalization was required. Patient had fully recovered. No bwi product malfunctions nor error messages were reported, contact force and output were not abnormally high. Since this event is life-threatening and required intervention to prevent permanent impairment of a body function or permanent damage of a body structure, then is to be considered serious and MDR-reportable.